Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the application was crashing. A technical support specialist (tss) logged into the device as carefusion admin, stopped data synchronization and maintenance windows services, and deleted the ds client oltp database in ssms, installed script via powershell to reinstall the database, then encrypted it using the prep-clean db script, verified database encryption, rebooted the device, restarted data synchronization service, synced the application to the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application crashed, and pyxis was rebooted but stopped at an error screen; hard shutdown and unplugging didn¿t resolve the issue. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.